Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were notified that this lead was explanted. It has not been returned for analysis yet.

Event description:
Noise detected on rv lead with reduction in rv lead impedance. No inappropriate therapy. The lead remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 12.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment near the rv shock coil the insulation was found damaged. This damage can be considered as the root cause of noise without shock delivery as reported in the complaint description. The characteristics of the insulation damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore deformations of both shock coils were found which most likely resulted from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.